Manufacturer narrative:
Root cause: inconclusive. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
After compression implant was not fully compressed.